Event description:
During anterior cervical discectomy with fusion, a 12mm caspar pin fractured in vertebral body at c5. Upon removal of caspar pin (distracting pin), pin fractured, retaining a good portion of pin within vertebral body. This was confirmed with fluoroscopy visualization. The surgeon was unable to retain the fractured pin.

Manufacturer narrative:
Manufacturing site evaluation: evaluation ongoing at manufacturing site. Post operative images have been received for review.